Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 1189 mg/dl. The customer¿s blood glucose was 494 mg/dl at the time of incident. Customer¿s different blood glucose was 400 mg/dl and 600 mg/dl. The customer was treated with intravenous fluid and insulin drip. Customer auto mode feature was not active. Troubleshooting was done for high blood glucose. The insulin pump will be returned for analysis.